Manufacturer narrative:
Patient information was refused by the site. No parts have been received by the manufacturer for evaluation. Device not returned.

Event description:
A medtronic representative reported that during a spinal fusion procedure the tip of the passive planar ball was discovered to be bent. It was unknown if the instrument was bent while in use or during instrument verification. There was no delay or impact to the outcome of the patient.

Manufacturer narrative:
Additional information: device lot number and manufacture date provided. The suspect probe was returned to the manufacturer for evaluation. Visual inspection confirmed the probe was bent. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.